Event description:
Attorney reported: in 2005 - the pt had a recurrent ventral hernia repair performed with placement of a composix e/x mesh patch. In 2008 - the pt underwent exploratory laparotomy, repair of incarcerated ventral hernia by component separation removal of two infected mesh and placement of onlay permacol suture. It was noted on the operative report as follows, ".. I followed this fistulous tract and found that it was adhered to what appeared to be mesh placed into the right upper abdomen with tacks. The mesh was completely infected, and it was lying on top of the right lobe of the liver. I separated the mesh from the right lobe of the liver using electrocautery." "Colonic adhesions to the mesh were taken down using sharp dissection." "Working interiorly, the pt's inferior mesh had rolled into what appeared to be a cigar-like shape and into a complete circle, through which the bowel had eviscerated and gone into the hernia. The bowel was stuck to the undersurface of the hernia sac quite adherently. I went ahead and cut through the mesh and went ahead and removed the mesh from the fascia using electrocautery and sharp dissection, taking down the bowel adhesions very carefully..." This too had pus coming from it and it was copiously irrigated as it was infected in the area." The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.